Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, when the user connected the camera head to the subject device, the image of the subject device disappeared. The phenomenon was duplicated when force was applied to the left and right of the video connector of the camera head. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and the electrical contacts of the video connector socket was corroded. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from the olympus service operation repair center (sorc), olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to corrosion of the terminals of the video connector socket. The exact cause of the video connector socket terminals corrosion could not be conclusively determined. As a result of the investigation phase, omsc was not informed the following items. - a1, a2, a3, a4, a5, a6, b3, b6, b7, d10.